Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices: (B)(4).

Event description:
On (B)(6) 2010, the patient was implanted with three gore excluder aaa endoprostheses in treatment of a ruptured aneurysm. On an unknown date, imaging showed that the aneurysm had remolded causing the device limb to pull up into the aneurysm sac. Measurements are not available. On (B)(6) 2011 the patient was implanted with another contralateral leg component. The patient tolerated the procedure.